Event description:
It was reported that some images were lost from the system. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.